Manufacturer narrative:
A ge service representative performed an on site investigation. A cable was repaired. The system was then found to be operating as intended.

Event description:
The customer reported the system's left monitor failed to display fluoroscopy x-ray. No report of patient injury.